Event description:
It was reported that the patient presented to clinic for follow up with the device in back-up vvi. A successful download was performed and the device was restored. An extended charge time was also noted. Review of the device image revealed the device delivered a large amount of shocks and the back-up vvi was due to excessive charging. Due to the patients poor clinical condition, the physician elected not to replace the device. The patient condition was okay.